Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that during advancement of the stent delivery system over a hydrophilic-coated 0.035" guide wire prior to insertion into the patient, the stent became prematurely released although the safety clip was attached. Another device of the same brand was used to complete the procedure successfully. There was no patient involvement.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned delivery system, the reported event could be confirmed. The stent was found to be partially deployed with the shipping lock still in place. None of the different deployment modes was found to have been activated. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. A premature stent deployment may be associated with rough handling of the device during shipping, storage or preparation. Premature deployment also may be related to resistance between guide wire lumen and guide wire caused by an inappropriately sized or damaged guide wire. As reported, a device compatible 0.035"' guide wire was used during the procedure and the system was flushed prior to use. On the basis of the information available and the evaluation of the returned sample, a definite root cause for the event reported could not be determined. The IFU states: "visually inspect the distal end of the stent system to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed." And "if resistance is met during stent system introduction, the stent system should be removed and another stent system should be used." Updated 'eval code and desc - conclusion 1' due to completion of evaluation.

Event description:
It was reported that during advancement of the stent delivery system over a hydrophilic-coated 0.035" guide wire prior to insertion into the patient, the stent became prematurely released although the safety clip was attached. Another device of the same brand was used to complete the procedure successfully. There was no patient involvement.